Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed no evidence of short battery life; the batteries used to replace were not fully charged. A 3 hour unacknowledged low battery warning was observed on 03/17/2014. A visual inspection of the pump showed moisture corrosion in the battery compartment; the battery compartment and returned battery cap were undamaged. During testing; there was no short battery life duplicated. The pump¿s current draws were found to be in specifications. The pump cover was opened and no internal moisture or intermittent connection was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.